Manufacturer narrative:
Sanofi company comment for follow up dated 12-may-2023. Follow up information does not change prior case assessment. This case involves a 58 years old male patient who was unable to bend his knee, unable to walk, removed liquid from the knee and still in pain and is worse now before getting the injection with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one].based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
Unable to bend his knee [joint range of motion decreased] unable to walk [unable to walk] removed liquid from the knee [arthrocentesis] his knee became very swollen with the use of medical device [swelling of l knee] still in pain and is worse now before getting the injection [arthralgia aggravated] case narrative: initial information received on 27-jul-2022 regarding an unsolicited valid serious case received from health authorities of united states under reference us-(B)(4) . This case involves a 58 years old male patient who was unable to bend his knee, unable to walk, removed liquid from the knee and still in pain, his knee became very swollen with the use of medical device and is worse now before getting the injection with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one ]. The patient's past medical history, medical treatment(s) and family history were not provided. In 2021, the patient received hylan g-f 20, sodium hyaluronate [synvisc one] injection, liquid (solution) with (strength: 48mg/6ml) in her left knee once (lot, dose, route, batch number, expiry date - unknown) for osteoarthritis. Information on batch number was requested. In 2021, after the latency of 1 day of starting the treatment with hylan g-f 20, sodium hyaluronate, patient was unable to walk (gait disturbance), his knee became very swollen (joint swelling), therefore unable to bend his knee and was painful (joint range of motion decreased) (arthralgia). In 2021, after the latency of 2 days of starting the treatment with hylan g-f 20, sodium hyaluronate, patient's doctor removed liquid from the knee (aspiration joint) (intervention required) from his knee. In 2021, it happened again and in 2021 the more liquid was removed. The patient was still in pain and was worse now than before getting the injection. Action taken: not applicable for all the events. Corrective treatment: cane for unable to walk, removal of liquid from joint swelling, joint range of motion decreased, arthralgia; not reported for rest all the events. Outcome: unknown for unable to bend his knee, removed liquid from the knee; not recovered for rest all the events. Seriousness criteria: disability for unable to walk, medically significant and intervention required for the event aspiration joint and intervention required for rest all the events. A product technical complaint (ptc) was initiated on 27-jul-2022 for synvisc one (lot/batch number: unknown) with global ptc number: 100319027 the sample status of the ptc was not available and the ptc stated: based on the complaint from intake team, there was no quality related defect that would pose as a malfunction. This complaint does not have a quality defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. " defect class has been updated to ii. Investigation the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA(corrective and preventive actions) was required the final investigation was completed on 12-may-2023 with summarized conclusion as no assessment possible additional information was received on 27-jul-2022 from quality department. The ptc details were added, formulation of synvisc one was updated and strength of synvisc one was added. Text amended accordingly. Additional information was received on 12-may-2023 from quality department. The ptc complete details were added.text amended accordingly.

Manufacturer narrative:
Sanofi company comment for follow up dated (B)(6) 2022. Follow up information does not change prior case assessment. This case involves a 58 years old male patient who was unable to bend his knee, unable to walk, removed liquid from the knee and still in pain and is worse now before getting the injection with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc].based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
Unable to bend his knee [joint range of motion decreased]. Unable to walk [unable to walk]. Removed liquid from the knee [arthrocentesis]. His knee became very swollen with the use of medical device [swelling of l knee]. Still in pain and is worse now before getting the injection [arthralgia aggravated]. Case narrative: initial information received on 27-jul-2022 regarding an unsolicited valid serious case received from health authorities of united states under reference (B)(4). This case involves a 58 years old male patient who was unable to bend his knee, unable to walk, removed liquid from the knee and still in pain, his knee became very swollen with the use of medical device and is worse now before getting the injection with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s) and family history were not provided. In 2021, the patient received hylan g-f 20, sodium hyaluronate [synvisc] injection, liquid (solution) with (strength: 48mg/6ml) in her left knee once (lot, dose, route, batch number, expiry date unknown) for osteoarthritis. Information on batch number was requested. In 2021, after the latency of 1 day of starting the treatment with hylan g-f 20, sodium hyaluronate, patient was unable to walk (gait disturbance), his knee became very swollen (joint swelling), therefore unable to bend his knee and was painful (joint range of motion decreased) (arthralgia). In 2021, after the latency of 2 days of starting the treatment with hylan g-f 20, sodium hyaluronate, patient's doctor removed liquid from the knee (aspiration joint) (intervention required) from his knee. In 2021, it happened again and in 2021 the more liquid was removed. The patient was still in pain and was worse now than before getting the injection. Action taken: not applicable for all the events. Corrective treatment: cane for unable to walk, removal of liquid from joint swelling, joint range of motion decreased, arthralgia; not reported for rest all the events. Outcome: unknown for unable to bend his knee, removed liquid from the knee; not recovered for rest all the events. Seriousness criteria: disability for unable to walk, medically significant and intervention required for the event aspiration joint and intervention required for rest all the events. A product technical complaint (ptc) was initiated on (B)(6) 2022 for synvisc, batch number and expiry date: unknown with global ptc number: (B)(4). The investigation is in progress and sample status is set to not available. Additional information was received on 27-jul-2022 from quality department. The ptc details were added, formulation of synvisc was updated and strength of synvisc was added. Text amended accordingly.